Event description:
The customer contacted reported the device touchscreen does not respond. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen is non-responsive when the keys are pressed. Further investigation found contamination on the device touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.